Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device electric control unit (ecu) had an unknown liquid on it, the device showed signs of corrosion, there was an unknown liquid found in the plate for the housing and other internal components had an unknown liquid from improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device overheated and made a noise. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.